Event description:
The account reported that during a diagnostic catheterization over the bifurcation, the catheter kinked. The account indicated that the patient had tortuous anatomy in the form of a sharp bifurcation. There were no adverse patient effects and the doctor did not need to take any interventional action.